Event description:
It was reported by the rep the switch buttons were working intermittently then not at all on the instrument. Two devices were used with the same symptoms. The doctor was able to complete the case with the second instrument even though it was intermittent. There was no pt consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.